Manufacturer narrative:
We are awaiting the return of 1 device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction events where a midwest stylus plus handpiece overheated. No injury resulted in any of the events